Manufacturer narrative:
(B)(4) reference voluntary report mw5065986. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported that the tracheostomy tube cuff was found to be deflated. The tube was placed into the trachea. Less than a minute later, it was noted that there was no end tidal co2 and the patient began to de-saturate. Customer removed the tube and found that the cuff was deflated.